Manufacturer narrative:
The following sections were updated: b4, d6b, g3, g6, h2, and h11: additional information was provided regarding the initial procedure. It was stated that during the evoque procedure, immediately after the release, the anteroseptal part of the prosthesis dislodged in the direction of the rv with subsequent severe recurrent tricuspid regurgitation. There was no significant impairment to the hemodynamic situation. However, a decision was made to explant the valve the next day. Surgical valve was implanted in place of the evoque valve. During surgery, the surgeon tried to push the evoque valve up into the annulus, but the cosgrove band limited this from happening. Surgeon theorized that the band pushed the valve down and that cosgrove band is stiffer. Previously implanted annuloplasty band may have increased the rigidity of the annulus and pushed the valve down in addition to the aortic root bowing. During the explantation procedure, a severely enlarged, slightly hypocontractile right heart and massively enlarged atria were noted. The evoque was luxated in the region of the septal / anterior leaflets and fits well in the ring area. The right atrium was opened and the valve was inspected. The attempt to bring the evoque securely into the region of the valve level was not successful, it also appeared unrealistic to fix the evoque to the annulus and the evoque also appeared to be relatively too small. The evoque removal was laborious.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque procedure performed in the tricuspid position. During the procedure, deployment challenges were encountered primarily due to complex patient anatomy. The anterior hinge point could not be reached, as it was positioned higher than the posterior. Additionally, the posterior leaflet was found to be heavily billowed, flail, and perforated. Despite confirmation of leaflet capture during anchor spin, the valve did not expand evenly during the ventricular and atrial expansion stages. Upon final release, the valve appeared significantly tilted anteriorly. Imaging revealed that the locking tabs were positioned below the annulus, and a shelf-like anatomy on the anterior side contributed to poor sealing. Both paravalvular leak (pvl) and central regurgitation were observed, with a regurgitation grade of 3+. As a result of the valve malposition and sealing issues, the patient was scheduled to undergo open heart surgery on postoperative day 1 as a corrective measure.

Manufacturer narrative:
The following sections were updated- b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review, analysis of images. The complaint for valve embolizes into ventricle into the ventricle was confirmed with objective evidence via procedural imaging review and supporting details provided by the edwards field team. Additionally, the complaint for central regurgitation was confirmed with empirical evidence via the supporting details provided by the edwards field team. A device history record review was conducted and there were no nonconformances related to the issue observed and the device passed all manufacturing specifications. Since there are no confirmed product or labeling, IFU, training material nonconformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required. Review of procedural trans-esophageal echo and fluoroscopy confirmed embolization of the 48 mm evoque valve into the ventricle, with most anchors losing contact with the annulus. The anterior and septal aspects of the valve were positioned ventricularly, and the valve appeared unstable. Final tricuspid regurgitation (tr), paravalvular leakage (pvl), and tricuspid valve (tv) mean inflow gradient could not be assessed due to absence of post-release imaging. No device malfunction was reported. The imaging review suggests the primary contributor to the embolization was procedure-related, including suboptimal depth of deployment (notably, the 5 and 6 oclock anterior anchors were more ventricular prior to release) and inability to confirm leaflet capture due to imaging shadowing. Available information suggests that complex patient anatomy, which includes the shelf-like anterior annulus and a heavily billowed, flail leaflet and cosgrove band contributed to the valve not being able to be situated ideally. The malposition is consistent with known outcomes of valve malposition leading to central regurgitation. Since the evoque valve was malposition upon deployment, valve sealing on the tricuspid valve annulus was compromised and there was likely not enough back pressure during contraction to close the evoque valve leaflets.